Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise reversion and vt due to external emi were noted. The noise was sensed on atrial, ventricular, and discrimination channels. As a result, inhibition of pacing and inappropriate atp therapy was delivered. Review of the episodes showed external interference.